Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had been hospitalized on (B)(6) 2015. Customer's blood glucose level was 744 mg/dl. Customer had a slight sinus infection but nothing that could drive her blood sugar that high. Customer was also hospitalized on (B)(6) 2015 and stayed through (B)(6) 2015. Customer's blood glucose level was 568 mg/dl. Customer had high blood glucose levels both times, which resulted in diabetic ketoacidosis. For both events, they delivered fluids and insulin via IV until the customer was back to normal. Customer was then discharged. Customer stated that her doctor is insisting that the pump be replaced. Customer was wearing the pump at the time of the 911 call. Customer stayed connected in the hospital and then was disconnected. Prior to (B)(6) 2015, the customer stated that she vomited all night and was too sick to test. Customer stated that a similar sequence of events happened on (B)(6) 2015. No further assistance needed.